Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem could not be duplicated. No leaks were observed during testing. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff was leaking after intubation for two hours. A leakage has been detected at the joint between the inflation line and the tube. The issue was resolved by changing to a new one. There was patient involvement, and no patient harm/adverse event reported.